Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, post-sensed t-wave oversensing and noise resulting in oversensing was noted on the right ventricular (rv) lead. Rv lead fracture was suspected, although it was not confirmed. Provocative testing was performed but revealed no anomalies. The physician elected to monitor the patient. The patient was in stable condition.